Event description:
It was reported that, an 840 ventilator had a gui cpu failure. The ventilator was not in use on a patient at the time the malfunction occurred. Customer declined the repair of this ventilator. Covidien service engineer (se) was not authorized to service the device. Therefore, the repair cannot be verified.